Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation concluded the fatigue striations seen on the fracture surface of the portion of the s-rom hip stem proximal to the fracture suggest that the stem failed by fatigue crack initiation and propagation through the tine near the top of the coronal slot though the stem. No material defects were observed in the fractured s-rom hip stem that could have contributed to the fatigue fracture initiation and propagation to failure. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of a broken stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, metallosis and implant loosening. The liner and head are now being reported to address these issues. Date of implant has also been provided. Depuy still considers the investigation closed

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed (B)(4).

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery reported that the srom stem and sleeve were loose with no bony ingrowth on sleeve. There was a broken spline. The femur had a bow and radiographs were reported to show a cortical breach just below the cortical window, but the window was replaced and a cable was utilized. Ceramic femoral head and new stem placed. The complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 1953523. Device history review: no related deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.